Event description:
The ge oec 9800 fluoroscopy system had a customer request parts only. Because of the consent decree, the requested parts were ordered and installed for the customer.

Manufacturer narrative:
A ge oec service rep investigated the issue and replaced the filament driver pcb to restore proper function. Although this was a parts request from the customer. The system was tested, found to be operating as intended, and released to the customer for use. The facility was unable to, or would not provide any patient info with respect to this issue. No patient injury or harm was reported as result of the noted malfunction.